Event description:
Reportedly, the knife did not cut the intestinal wall but tore/ripped it. The surgeon used a second device and the procedure was completed without further complications. There were no reported ill-effects to the pt. Procedure: intestinal resection.